Event description:
Patient experienced an in-vivo fracture of one of his spinal rods. Status post pseudoarthrosis of the lumbar spine. He experienced a sharp increase in pain, and was seen in the office approximately 5 months after implantation. He had to undergo revision surgery approximately 9 months post-implantation. The patient is not harmed. However, the revision surgery should not have been necessary so soon. The device is a medtronic sofamor danek spinal rod system.